Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a partial firing occurred due to user and abnormalities were noted during the retraction. The data also showed an unknown reset. Engineering performed an analysis of the system data. The system data indicated a secondary increase in force when the reload was fully clamped. There were no error conditions identified in the system data that would result in the increase in force. The system data showed that the clamp did not result in forces that exceeded the limits of the system. Functionally, a clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. All button presses resulted in motor movements. An analysis of the data saved to the system indicates that a partial firing occurred due to user and abnormalities were noted during the retraction. The data also showed an unknown reset. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board, which was causing the resets. It was reported that the instrument made strange noises and articulating or straightening during firing. The reported issue was confirmed. The most likely cause was not traced to the device. It was also reported that the instrument was locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of damaged connection on 44 pin cable. The most likely cause for the additional condition is was traced to device design. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robotic laparoscopic sleeve gastrectomy, on firing the powered stapler, on the first load, there was an odd crunching sound, so it was pulled out and checked and went back at it again. As when the user started to fire, there was a crunched sound again and the reload jerks, and articulated all the way to the right on its own and then neutral. The jaws of the device locked on tissue and was removed by using a manual retraction tool. A new stapler was then used to resolve the issue and finished the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3f0143) sigpshell, sig power sigpshell control shell, (lot #unknown) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial #: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.